Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was found with helix bent. This lead exhibited low impedance within normal limits, low amplitude, loss of capture, and high capture threshold. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix retracted. Noted dried blood/body fluid in helix housing and tissue entwined in the helix. Visual inspection showed a deformed helix, bent at the tip. Testing was completed to assess lead electrical performance and inner insulation integrity. The loss of capture, high thresholds, low impedance, and low amplitude/poor morphology allegations were not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The electrode end damage (bent helix) was confirmed, based on the observation of a deformed helix (bent at the tip).

Event description:
It was reported that this right ventricular (rv) lead was found with helix bent. This lead exhibited low impedance within normal limits, low amplitude, loss of capture, and high capture threshold. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.